Manufacturer narrative:
Action plan is as following: a field safety notice will be sent to all end users. Mandatory field change order and fco kits will be released to all affected systems. The mandatory field change order is expected by (B)(4), 2011. All affected systems will be updated with aforementioned kits in 6 months after the release.

Event description:
An issue was identified on (B)(6) 2011. Dimension measurement displays on a combined image were found inaccurate after the clinician merged multiple image series into one image. Investigation concludes the problem may affect all neuviz 16 CT systems. If the issues were to reoccur, there is a potential that applying inaccurate dimension information may cause misdiagnosis.